Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included bariatric surgery and breast prosthesis implantation. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhoea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the first episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain") and the second episode of menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (full)total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain and vaginal haemorrhage had resolved and the genital haemorrhage, fatigue, abdominal pain, back pain, the last episode of menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2010 total hysterectomy (uterus and cervix removed) (as per pfs discrepancy noted) quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-apr-2020: plaintiff fact sheet received. Events added from pfs- did not undergo confirmation test. Outcome of event pelvic pain, menorrhagia, vaginal haemorrhage were updated. Onset date of event menorrhagia, vaginal haemorrhage, dysmenorrhoea were updated. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain"), the first episode of menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhoea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and the second episode of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy (full)total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, abdominal pain, back pain, dysmenorrhoea, vaginal haemorrhage and the last episode of menorrhagia outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, pelvic pain, vaginal haemorrhage, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: date(s) of removal: (B)(6) 2010 total hysterectomy (uterus and cervix removed) (as per pfs discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received: new event abnormal bleeding (vaginal, menorrhagia) was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhoea"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, abdominal pain, back pain, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: case became incident, unspecified event "injury to herself" was updated to more specific events : dysmenorrhea (cramping), pelvic pain, abdominal pain, back pain, menorrhagia, genital bleeding (abnormal bleeding), fatigue. Reporter added, patient demographics added, essure removal date added, product indication updated, ptc result entered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.